Event description:
Follow up information received reported that cause of the event was unknown. The patient was reprogrammed before (B)(6), 2012 with the result that the undesired rib stimulation ceased. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient's stimulation moved from their 'right hip and right leg' to their 'right side and rib area.' The patient also experienced an increase in baseline pain. There was no known accident or incident related to this event but the symptoms started to appear the weekend of (B)(6) 2012. The patient met with their rep and they 'were able to take good care of her.' It was noted that the patient was 'very pleased.' Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na, lead model 3777-60, serial# (B)(4), implanted: 2012 (B)(6), prommmer model 37744, serial# (B)(4), trailing cable model 355531, lot# n318388, implanted: 2012 (B)(6), anchor model 3550-39, lot# n308352, implanted: 2012 (B)(6), explanted: na. (B)(4).